Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical error. The customer's blood glucose was 146 mg/dl. Troubleshooting was performed. The customer stated that the insulin pump got pump error. Customer stated that they were not able to rewind the pump. Customer stated that the pump was exposed to a high magnetic field. The product will return for analysis.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm, problem isolated to the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.